Event description:
It was reported that the device has a noisy pump. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a missing drain tube and corroded drain fitting, cracked tank cover and faded line cord. An outdated printed circuit board (pcb) and power switch. Functional testing found the pump wasn't noisy right away but after running for awhile it got noisier. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Event date updated. Occurred during pm. No patient involvement.